Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. Sometimes when he tried to bolus or rewind, the insulin pump did not register when he pressed the keys. Customer's blood glucose level was 150 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with a button error alarm, and had intermittent act button response due to moisture damage on the keypad traces. The pump had minor scratches on the lcd window, a cracked lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.